Manufacturer narrative:
Investigation summary: DHR: release date: (B)(6) 2018. Released quantity was (B)(4). All visual inspections were performed as per requirement. A quality notification was issued for missing print during the marking process. Adjustments were made and product requalified per applicable aql before production resumed. Batch 8281613 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One photo was received and evaluated. The photo depicts a single loose 3ml syringe. The barrel appears to have most of the print missing between the zero line and 0.8ml marking. The amount of print missing is rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 8281613 is considered in compliance with our product specification requirements.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had scale markings that rubbed off. The following was reported, "as you can see from the picture below the measuring lines and numbers have rubbed off the syringe. This is a safety concern that must be addressed immediately. I will also send you the product via warehouse delivery truck. If there is anything I can assist with please let me know. Please keep us up to date with next steps."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had scale markings that rubbed off. The following was reported, "as you can see from the picture below the measuring lines and numbers have rubbed off the syringe. This is a safety concern that must be addressed immediately. I will also send you the product via warehouse delivery truck. If there is anything I can assist with please let me know. Please keep us up to date with next steps."